Event description:
Patient reported left side "pain, tenderness, asymmetry, and hardness." "Patient also reported a left side lump that was removed a few years ago," not device related. Patient also questioned if device was involved in the recall. Device remains implanted. Later, healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
The device has been explanted.